Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving lioresal ¿2000¿ at a dose of ¿1500¿ via an implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. It was reported that patient was admitted to the ER (emergency room) 2 weeks post-op with a high fever and spasticity. Cultures were positive for pseudomonas in the csf (cerebrospinal fluid). The pump and catheter were explanted due to the infection. The issue was not resolved at the time of the report. The patient status was reported as ¿alive ¿ with injury¿ as the patient had a high fever and baclofen withdrawal symptoms. It was unknown if any environmental, external, or patient factors that may have led or contributed to the issue. A new pump and catheter were going to be implanted at a future time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.